Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "does not recognize a closed door" as a door not fully latched alarm. The alarm was caused by a loose link screw. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported that there was no pt injury.